Event description:
It was reported that the customer experienced high blood glucose levels and that he became stuck on the priming process. The blood glucose reading was 516 mg/dl, which rose to 533 mg/dl, then up to 587 mg/dl. The customer stated that his blood glucose levels had been very high since the day prior to the call. He stated that the day before the call, the blood glucose reading was in the 200 to 300 mg/dl range. He noted that the night prior, he had a low blood glucose reading within the 70 mg/dl range. He stated that he is a brittle diabetic and that the high and low blood glucose levels were not unusual. No bent infusion set cannula was found upon a set change. He noted that he had spoken with a trainer and was advised that he may have hit some scar tissue at the insertion site. He was treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.